Event description:
New out of the package pressure bags would not fill completely. Setting up for line insertion x2. Attempted to inflate pressure bag with bulb compression and unable to fill completely with two separate bags. Took a third pressure bag out of the package and this one did inflate completely. No harm to patient.